Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) 1950, (4.0 mm narrow temporary g ingival cuff 5 mm cuff) for evaluation. Visual evaluation was performed, threads have excessive debris and usage however, functionally tested in-house implant and engages (with force due to debris), retains and disengages as intended. No manufacturing malfunction identified. Abutment/packaging when received by the customer is unknown. DHR review was completed for the subject lot number 2022101044. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022101044 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : fit : other based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did not occur. The reported event/coob is non-verifiable as the condition of the abutment/packaging when received by the customer is unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that they can't install. The gingival cuff only went in halfway. Another gingival cuff of the same kind was used to complete the procedure.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.